Event description:
Boston scientific received information that this left ventricular (lv) lead was not capturing in any vector and pacing impedance was greater than 2000 ohms. The lead was explanted and an insulation break was noted where the suture sleeve was. A new lead was implanted without further incident.

Manufacturer narrative:
The lead has not been returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. This product issue will be updated if additional information is received.

Event description:
.

Event description:
.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the polyurethane tubing is puckered approximately 392mm and 397mm from the terminal pin, this appears to be indents from the suture sleeve tie down sites. Additionally, there is a bend in the polyurethane tubing along with torn inner insulation at approximately 410mm from the terminal pin. Resistance testing failed and confirmed the anode and the cathode conductor coils are fractured. This fracture location appears to be just distal of the suture sleeve tie down sites. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
The lead was subsequently returned for testing and this product issue will be updated when evaluation is complete.